Manufacturer narrative:
Additional information related to be event will be available after the investigation of the returned device, which could be addressed in a follow-up report. According to available information, no consequences for the patient.

Event description:
Suspected development of a clot after 4 days of using a cp22. The doctor shared the patienmt's anticoagulation had been pause for over 12 hours ehen the clot developed. Clinically noticed increased delta p and decreased flow. The patient's circuit was electively changed out, anticoagulation adjusted, and no clinical harm to patient occurred. Patient needed 2 additional circuit changes before weaning off ECMO at later date. No pictures or video available. At present of this form the device is still on the way back for investigation. Once we'll receive the device involved in this event we'll collect further information.